Manufacturer narrative:
The last calibration performed on (B)(6) 2019 was ok. The calibration signal for one calibrator level was slightly higher than the expected mean, but still within the acceptable range. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, multiple abnormal aspiration alarms occurred. Precision studies were performed and were within range. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. Incorrect results were reported outside of the laboratory to clinicians, who did not believe the values to be correct. The first sample initially resulted with a troponin t value of 26.3 ng/l when tested on a second e 801 analyzer. The sample was repeated on the second e 801 analyzer, resulting with a value of 26.5 ng/l. The sample was then repeated on the complained e 801 analyzer, resulting with a value of 263 ng/l. The sample was repeated again on the complained e 801 analyzer, resulting with a value of 26.3 ng/l. The second sample was tested four times on the complained e 801 analyzer, resulting with troponin t values of 16 ng/l, 17, ng/l, 10 ng/l, and 9 ng/l. The troponin t reagent lot number was 419260. The reagent expiration date was requested, but not provided.